Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium revision acetabular; cat#509-02-58f; lot#5w6mjm, gap plate screws; cat#2080-0015; lot#vk863r, gap plate screws; cat# 2080-0020; lot# wk0m58, gap plate screws; cat#2080-0025; lot#n207ly, gap plate screws; cat#2080-0030; lot#h93t94, gap plate screws; cat#2080-0035; lot#7m3yxh, gap plate screws; cat#2080-0030; lot#ty5vae, 28mm +12 lfit v40 head; cat# 6260-9-428; lot#40962604. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to infection.